Event description:
It was reported that the ilet issued an occlusion alert when the patient attempted to announce a meal, after which the patient replaced the infusion set and the issue resolved; the reported blood glucose at the time was 201 mg/dl. No adverse clinical symptoms associated with hyperglycemia reported. Outcomes included no additional clinical intervention and no hospitalization. Investigation included troubleshooting and user education. Investigation of this case revealed an infusion set occlusion that was resolved with a supply change, consistent with an insulin delivery interruption at the infusion set component. It was concluded, based on previously established findings for similar reports, that the cause was an infusion set occlusion due to delivery blockage.

Manufacturer narrative:
Initial.